Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. It was reported that the patient did not experience any symptoms. The cause of the communicator not found was unknown. They checked the re-pairing and the connection, but there were no problems at the site. The cause of the therapy turning off was wrong operation by the patient. The re-pairing and reset resolved the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider (hcp) via the manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that until today during the daytime, the mystim app was connected. Starting in the evening, it displayed 'communicator not found.' The communicator's battery light was on, but the bluetooth light was off. Contributing factors were unknown. Restarting the communicator and retrying, as well as switching communicators and attempting both manual input and scanning the code, did not resolve the issue, as the bluetooth light remained off and the message 'communicator not found' persisted. Even after resetting the communicator and rebooting the handset, the issue was not resolved. Additionally, when checking the properties, the communicator's number was not displayed, indicating that the pairing was completely lost. While the recharger app confirmed that the therapy was turned off, the user did not recall turning it off. Guidance was provided to switch it back on. There was no health damage. Issue was not resolved.